Manufacturer narrative:
Medical device brand name is shortened to bd vacutainer® as specific name is unknown. Medical device type is unknown. Unknown manufacturer, bd corporate address used. Unknown expiration date. Unknown lot number. Unknown unique identifier number. Initial reporter first name is unknown. Initial reporter last name is unknown. Manufacturing site unknown, listed as (B)(4) to meet mandatory required fields. PMA/510(k) unknown. Manufacture date unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported while using a bd sst tube, there was an increase in elevated potassium (k) levels.